Event description:
Customer reported experiencing temperature alarms 10 and 11 on their insulin pump, which was confirmed to be in warranty. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support initiated a return process for the malfunctioning pump, instructing the customer to use the current pump as backup therapy and to follow specific storage and return procedures, which the customer acknowledged and understood.